Event description:
Ink blots appeared on the pump, leading to its malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts provided guidance to reset the pump, but the malfunction persisted, prompting a replacement. The customer was advised to switch to multiple daily injections as a backup therapy and was also instructed on storage mode procedures before returning the malfunctioning pump with a pre-paid label.